Event description:
Implant placed 2/7/97 in an immediate extraction site/perio. Endodontically involved premolar. Pt on antibiotics for 3 days prior to surgery. Implant was painful following stage ii surgery when prosthesis were started. Implant was removed. One person affected.